Event description:
It was reported that the patient was enrolled in the rezum vapeur rct study on (B)(6) 2024. On (B)(6) 2024, the patient's urinary tract infection (uti) status was negative, and hematuria was not present. The patient underwent a water vapor therapy procedure on (B)(6) 2024 under anesthesia. The patient was also prescribed prophylactic antibiotics. During the procedure, there were no adverse events or device malfunctions. The procedure was completed without complications. The patient was discharged with an indwelling catheter which was removed by a nurse at the patient's home on (B)(6) 2024. On (B)(6) 2024, 3 days after the procedure, the patient presented with non-serious overactive bladder. No action was taken to treat the overactive bladder. The event was considered resolved on (B)(6) 2024.

Event description:
It was reported that the patient was enrolled in the rezum vapeur rct study on (B)(6) 2024. On (B)(6) 2024, the patient's urinary tract infection (uti) status was negative, and hematuria was not present. The patient underwent a water vapor therapy procedure on (B)(6) 2024 under anesthesia. The patient was also prescribed prophylactic antibiotics. During the procedure, there were no adverse events or device malfunctions. The procedure was completed without complications. The patient was discharged with an indwelling catheter which was removed by a nurse at the patient's home on (B)(6) 2024. On (B)(6) 2024, 3 days after the procedure, the patient presented with non-serious urinary discomfort. No action was taken to treat the urinary discomfort. The event was considered resolved on 13jun2024.